Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This occurred during an unknown step of peritoneal dialysis therapy, while the patient was connected. During troubleshooting, the patient stated that the line with the blue clamp on it disconnected from the supply bag. The patient also stated that they did not tightly secure the line to the bag. The technical services representative assisted the patient in clearing the alarm. The patient planned to start therapy over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection on a solution bag was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for properly connecting the bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.